Event description:
The patient reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. A device failure was confirmed. Revision surgery will be scheduled.